Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed, thrombotic target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 1.50mm x 15mm emerge¿ balloon catheter was advanced for pre-dilatation. The first inflation was performed at 8 atmospheres and second inflation was at 14 atmospheres. Third inflation was performed in the first diagonal branch at 14 atmospheres for 30 seconds; however, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 1.5x15mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.